Event description:
Reporter indicated that during generator replacement surgery for end of service in 3/03, device diagnostic testing of new generator connected to original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction or connection problem. Neurosurgeon removed the lead connector pins from the generator and re-inserted them several times with the same result. A pre-implant test of the new generator was within normal limits indicating proper device function. No visible breaks were noted on the original lead. The surgeon did not want to replace the lead at that time, so the pt was closed with the new generator connected to the original lead with plans for lead replacement surgery at a later date. Further follow-up revealed that the pt was seen by neurologist in 2002 at which time device diagnostic testing first revealed high lead impedance reading. The elective replacement indicator was in november 2002, indicating that the generator was not at end of service at that time. It was later reported that the generator battery was "totally dead" pror to generator replacement surgery in 2003. Lead break is suspected. Neurologist indicated that she was not aware of any injury or trauma that the pt may have suffered that would contribute to a discontinuity in the ncp system.